Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported an unknown error message displayed and the unit had no phacoemulsification power. The customer indicated the handpiece was replaced twice and the issue persisted. The unit worked after it was rebooted. The timing of event is unknown. No additional information is available.